Event description:
(B)(4). Fatigue, brain fog, headaches and migraines, hair thinning, weight gain, muscle aches and stiffness, muscle weakness, depression, forgetfulness, tingling and numbness in hands and feet, problems with balance, acid reflux, heartburn, itchy/crawly skin, anxiety, hot flashes, flushing, night sweats, cold flashes, mood swings, cry for no reason, spotting, insomnia, loss of libido, incontinence, tension/tightness in muscles, breast tenderness, gall bladder removed, bloated, dizziness, lightheaded, faint feeling, pelvic pain, constantly feel like I have to pee, excessive sweating, bleeding of the gums, teeth pain, teeth sensitivity.